Event description:
When the doctor pressed the footpedal, the pt's non operative leg would start jumping and twitching. The footpedal was changed and the leg would continue to jump and twitch. The shaver was changed and the leg stopped.